Event description:
I am a type-1 diabetic and use the dexcom g7 for continuous glucose monitoring. Nearly 100% of the sensors that I have received from dexcom in the last 5 months have failed within the 10-day useful life period, meaning, I get no high or low blood sugar alerts until the sensor is replaced, which can take a long time depending on where I am (e.g. On a hiking trail or plane I would have no glucose monitoring for hours). During low-glucose episodes, I would get no alerts, putting my life in jeopardy. Also, I have noticed that 20% of the sensors are giving incorrect readings with as much as a 100-point deviation between the dexcom reading and my actual blood glucose. I do not use the dexcom with an insulin pump, but if I did this can lead to a fatal insulin overdose.